Manufacturer narrative:
(B)(6). PMA/510(k) number: pre-amendment. (B)(4). A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure, a flexor raabe guiding sheath sheared off inside the patient. Reportedly, another sheath of the same type developed tip damage upon attempted insertion into the left femoral artery (a non-reportable event). The patient's anatomy was reportedly scarred. That device was removed and the complaint device was inserted. During insertion, the device reportedly sheared. An unknown 0.035 inch wire guide was used during the procedure. Reportedly, contralateral access was obtained and the left iliac artery was occluded with an unknown balloon to decrease bleeding. All fragments were removed from the patient, and another device of the same type was used to complete the procedure. The patient was discharged to home in stable condition. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation - evaluation. Reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed separation of the device into six pieces. The tubing lining was observed to the connecting coil. The sheath was elongated throughout the length. The separated portions measured 34.6 cm, 5.9 cm, 4.9 cm, 1.4 cm, 0.5 cm, and 1.7 cm in length. The separated sections of sheath tubing were connected by coiling. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. A single additional reported complaint for this lot number was recorded, but this complaint described a different failure mode. No further complaints for this lot number have been received. Furthermore, reviews of the manufacturer¿s instructions, drawing, specifications, and quality control procedures were conducted, and no gaps were discovered. The device is supplied with instructions for use (IFU), which state that all interventional or diagnostic instruments should move freely through the valve and sheath to avoid damage. The IFU also states that if resistance is encountered during sheath advancement, ¿assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ based on the information provided and the examination of the returned product, investigation has concluded that the device failure was likely due to the patient¿s reportedly scarred anatomy. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received stating that blood loss during the course of the procedure was approximately 200ml. The dilator was reinserted into the sheath prior to its removal. No further information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.